Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post ventricle lead revision, the right atrial lead exhibited loss of sensing and out of range impedance. It was suspected that the lead was not connected correctly to the device. Upon pocket revision on (B)(6) 2014, lead connection seemed fine. The device was programmed to vvi.